Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows:(B)(4).

Event description:
The customer reported that the device turns off suddenly. No consequences or impact to patient were reported.